Event description:
Customer reported that a patient sample with a positive antibody screen was later tested with vra182 and a definitive ID could not be determined. Customer could not specify which cell did not react. Testing was then performed with another lot of cells and an anti-kell was identified. Account repeated testing with vra182 and the cell that did not react was now reacting weakly positive. Account did not try extending the incubation times. Testing performed in manual gel with a 15 minute incubation.

Manufacturer narrative:
Ocd performed a batch record review and a complaint by lot review. Results were satisfactory. Retained testing was not performed due to expiration of product prior to receipt of complaint.